Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: was any additional test done (lab work, cat-scan, xrays)? --- x-ray and visual check. Did the patient receive a blood transfusion related to the 800 cc blood loss? --- no information. What measures were taken to stop the blood or did it stop on its own? --- they used the radio knife with endoscopic to stop the bleeding in the hospital ward. Was the post-operative care changed based on the event? --- no information.

Event description:
It was reported that during a lap sigmoidectomy, the device was used by the transanal route. The following night ((B)(6) 2014), bleeding occurred from the anastomosis site. The amount of bleeding was about 800cc. As of (B)(6) 2014, the bleeding stopped and the vital signs were stable. Also, as of now, the patient¿s condition is stable. According to the sales rep who attended the operation, the anvil was set to the device properly. The target tissue was clamped properly. The firing handle was fully grasped. But the firing sound was smaller than expected.